Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This in-stent restenosis procedure was performed in (B)(6). As reported, the silverhawk could not be cleaned. The procedure was completed with a second device. Evaluation of the returned device on (B)(6) 2015 found fragments from a stent proximal to the cutter head which would hinder the proximal movement of the cutter head. The stent fragments were removed proximally from the cutter head and the cutter head was then able to be advanced into the cutter window and onto the ramp.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.